Event description:
It was reported the patient underwent a pocket site revision of the scs ipg. Reportedly, the patient stated the ipg would move in the pocket, it was sticking out and uncomfortable. During the procedure the physician repositioned the ipg deeper and the issue was addressed.